Event description:
The customer reported that after a pt's hemodialysis treatment there was a problem with blood oozing from the needle sites where the fistula needles had been removed and that the pt was complaining of a headache and mild chest pain. The pt refused to be transported to the hosp for treatment of her chest pain and she was transported back to the nursing home. Later that day the pt was taken to the hosp. The hosp admitting diagnosis is unk. Blood specimens drawn upon admission were grossly hemolyzed, however, the medical dir stated that there was no evidence of mechanical hemolysis. While hospitalized she received two units of blood and the next day was intubated and placed on mechanical ventilation. The facility's registered nurse (rn) reported that the pt died. She had no details of the cause of death.